Manufacturer narrative:
The initial MDR 2432235-2017-00453 was filed on (B)(6) 2017. The first supplemental MDR 2432235-2017-00453_s1 was filed on (B)(6) 2017. Additional information (07/27/2017): on (B)(6) 2017, a siemens regional support center (rsc) specialist was dispatched to the customer site and verified the operation of wash station, checked the system alignments and made adjustments. The rsc specialist replaced the mixer 2 as it was giving rotational errors, however, the error persisted after replacing the mixer motor. The rsc specialist determined that a screw in the mixer 2 wash port may have been reducing water flow to the mixer leading to a reagent carryover. The rsc specialist performed precision runs, which were acceptable. During a follow-up visit along with the siemens customer service engineer (cse), they replaced the mixer 2 rotational sensor and mixer paddle. They ran samples including some which would trigger a dilution tray test, resulting acceptable. On (B)(6) 2017, the cse replaced a valve on the reagent probe 2 mixer wash port in case it was not always opening and causing reagent carryover. Upon a siemens rsc specialist's instructions, the cse verified the mixer alignment for height and position in the cuvette and made adjustments to the mixer 1 height. The cse removed the wash port for probe 2 to verify the volume of water flowing during operation and found a plastic blocking the drain port. The cse removed the obstruction and realigned the wash port to the probe. The cse performed precision testing twice, however, one of the replicates in each run was discordant, therefore, the coefficient of variation was unacceptable. The cse also checked the operation of reaction cuvette washer (wud) and dilution cuvette washer (dwud), which were within specifications. The cse adjusted the third wash nozzle on the wud to align with the cuvette. The cse found that the reagent probe 1 was misaligned with the sides of the cuvette. The cse replaced the probe and aligned it to the system. The cse also replaced and aligned the reagent probe 2 as it was loose. The cse flushed the wash ports with cleaning solution to ensure the water cleaning the probes was not contaminated. The cse ran quality controls and precision testing, which were acceptable. On (B)(6) 2017, the rsc specialist rechecked the contamination settings and did not find any issues. The rsc specialist re-checked the operation of wash station, system alignments and wash port flow rates. The cse replaced the reagent probe 1 and sampling and reagent wash pump seals, however, there was no improvement. The cse replaced the reaction tray cuvettes as a part of regular customer maintenance. On (B)(6) 2017, the cse ran samples and quality controls, which were acceptable.

Manufacturer narrative:
The initial MDR was filed on august 4, 2017. Additional information (07/28/2017): a siemens customer service engineer (cse) was dispatched to the customer site. After analyzing the instrument, the cse replaced the mixer 2 paddle along with the mixer motor and hall effect sensor. The cse also performed precision testing and the results were acceptable. A siemens regional support center (rsc) specialist then visited the customer site. The rsc specialist checked the contamination settings, wash station operations, system alignments, and wash port flow rates. The rsc specialist replaced the reagent probe 1 and sampling and reagent wash pump seals, however, there was no improvement. The rsc specialist also replaced the reaction tray (rrv) cuvettes as a part of a regular customer maintenance. During a follow-up visit, the rsc specialist ran quality controls and precision testing including samples which were discordant during the dilution tray retest. The rsc specialist stated that the potential cause of the issue was due to malfunction of the rrv cuvettes, which was resolved by replacement of the rrv cuvettes. However, upon the visual inspection there was nothing wrong with the rrv cuvettes.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The customer stated that the discordant results for sample ID (B)(6) were obtained upon initial and repeat run, while the discordant result for sample ID (B)(6) was obtained on an initial run. For rest of the samples, the discordant results were obtained upon automatic repeat from the dtt. When the samples were repeated with and without dtt the results were acceptable. The cause of the discordant dbil_2 results on patient samples is unknown. Siemens is investigating the issue.

Event description:
Discordant direct bilirubin_2 (dbil_2) results were obtained on patient samples upon initial and/or repeat runs on an advia 1800 instrument. The discordant results were not reported to the physician(s). The samples were repeated with and without automatic dilution tray (dtt) and the results were different. As depicted, the repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant dbil_2 results.